Manufacturer narrative:
It is unknown for certain when the nail broke; it is believed to have occurred when the patient was shoveling snow on (B)(6) 2015. Additional product code: hwc. Explant date: unknown. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the patient came into the hospital complaining of pain on (B)(6) 2015. An x-ray showed the nail broken in the patient¿s femur. The nail had been implanted on (B)(6) 2014. The patient was shoveling snow and believes that is when the nail broke and the pain started. The breakage occurred at the blade hole. A re-operation was performed on an unknown date. The patient is reportedly in stable condition. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Patient weight is unknown. Manufacturing evaluation investigation: the x-rays showed that there may not have been enough contact between bone and nail and that an unstable fracture situation may have been present. The revision surgery to remove the broken implants was performed on an unknown date. No information has been provided regarding the fixation method or the implants being used. Based on the fracture surfaces, it can be concluded that the nail was subjected to low alternating bending loads. Constant alternating of loads led to the fatigue of the material, then to a first crack, and finally to the overloading that resulted in the device breakage. A failure resulting from either a material defect or manufacturing process can be excluded. The review of the device history record (DHR) showed no deviation to the specifications. The device was likely exposed to parameters outside approved range. No indication of material or design related issues have been found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: a review of the device history records was performed. The review revealed there were no non-conformances generated during production. There were no issues during the manufacture of the subject device that would contribute to the complaint condition. The subject device was received. The investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.